Event description:
Caller states that his device gave a reading of 922mg/dl. He states that he had a lab draw over 30 minutes later with a result in the 200's (mg/dl). Caller states that they have not altered their medication based on the values provided by the device. No treatment was reportedly received. No control solutions have been used on the device. Requested return of suspect device and replacement was sent.